Event description:
NOTE: THIS REPORT PERTAINS TO ONE OF TWO HURRICANE RX DILATATION BALLOONS USED IN THE SAME PATIENT AND PROCEDURE. IT WAS REPORTED TO BOSTON SCIENTIFIC CORPORATION THAT TWO HURRICANE RX DILATATION BALLOONS WERE USED DURING A PROCEDURE TO TREAT CALCIFYING PANCREATITIS PERFORMED ON (B)(6) 2026. DURING PROCEDURE, THE MATERIAL CRACKED ALONG ITS LENGTH DURING INFLATION ON TWO OCCASIONS. THIS RESULTED IN A TEMPORARY INTERRUPTION OF THE PROCEDURE WHILE A SECOND BALLOON WAS OBTAINED. UPON USE OF THE SECOND BALLOON, THE MATERIAL LIKEWISE CRACKED DURING INFLATION. AS A RESULT, THE DILATION COULD NOT BE PERFORMED. NO FURTHER INFORMATION HAS BEEN OBTAINED DESPITE GOOD FAITH EFFORTS. THERE WERE NO PATIENT COMPLICATIONS REPORTED AS A RESULT OF THIS EVENT.

Manufacturer narrative:
BLOCK H6: IMDRF DEVICE CODE A04 CAPTURES THE REPORTABLE EVENT OF BALLOON DAMAGE. IMDRF IMPACT CODE F1001 CAPTURES THE REPORTABLE EVENT OF ABORTED/CANCELLED PROCEDURE. BLOCK H11: INVESTIGATION RESULTS. THE DEVICE WAS NOT RETURNED FOR ANALYSIS; THEREFORE, A TECHNICAL ANALYSIS COULD NOT BE PERFORMED. BASED ON A THOROUGH REVIEW OF THE REPORTED COMPLAINT, BOSTON SCIENTIFIC HAS ASSIGNED AN INVESTIGATION CONCLUSION CODE OF CAUSE NOT ESTABLISHED. RISK REVIEW: A RISK REVIEW WAS COMPLETED AND CONFIRMED THAT THE EVENT OF "BALLOON DAMAGED/DEFECTIVE AND CANCELLED/RESCHEDULED - POST SEDATION/SEDATION UNKNOWN" WERE DEFINED IN THE RISK DOCUMENTATION. THIS EVENT TYPE HAS BEEN ACCOUNTED FOR DURING PRODUCT RISK ANALYSIS TO SUPPORT ACCEPTABLE RISK BENEFIT FOR THE PRODUCT. DEVICE HISTORY RECORDS REVIEW: A REVIEW OF THE DEVICE HISTORY RECORD (DHR) WAS PERFORMED. THE REVIEW OF THE DHR IDENTIFIED THAT THERE WERE NO PROCESS RELATED NON-CONFORMANCES, SCRAP, OR REWORK PERFORMED DURING THE PRODUCTION THAT COULD EXPLAIN THE EVENT. THE REVIEWS ENSURE EACH DEVICE MEETS SPECIFICATION PRIOR TO RELEASE FOR USE. THERE IS NO INDICATION THE DEVICE MANUFACTURING PROCESS CONTRIBUTED TO THE REPORTED COMPLAINT. LABELING REVIEW: REVIEW OF THE INSTRUCTIONS FOR USE (IFU) CONFIRMED THERE WAS RELEVANT CONTENT AND SUFFICIENT GUIDANCE WITH RESPECT TO THE CIRCUMSTANCES DESCRIBED WITHIN THIS COMPLAINT. NO UPDATES ARE REQUIRED TO THE IFU AS A RESULT OF THIS EVENT.

Event description:
Note: This report pertains to one of two Hurricane RX Dilatation Balloons used in the same patient and procedure.It was reported to Boston Scientific Corporation that two Hurricane RX Dilatation Balloons were used during a procedure to treat calcifying pancreatitis performed on (b)(6) 2026.During procedure, the material cracked along its length during inflation on two occasions. This resulted in a temporary interruption of the procedure while a second balloon was obtained. Upon use of the second balloon, the material likewise cracked during inflation. As a result, the dilation could not be performed. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block H6:IMDRF Device Code A04 captures the reportable event of balloon damage.IMDRF Impact code F1001 captures the reportable event of aborted/cancelled procedure.Block H11: Investigation ResultsThe returned Hurricane RX Dilatation Balloon was analyzed, and a visual examination found that the balloon had no damages. Functional and microscopic inspection were performed, and the balloon was inflated without any problem; however, it was not able to hold pressure due to a pinhole in the balloon. The pinhole was located approximately 46 mm from the tip. No other problems with the device were noted.With all the available information, Boston Scientific concludes the reported event of balloon damage/defective was confirmed. The analysis on the returned device found that the balloon had a pinhole located approximately at 46 mm from the tip of the device. It is possible that the pinhole found in the balloon occurred due to factors encountered during the procedure or it can be due to excess pressure. Also, it is possible that interaction with any kind of a sharp surface during or previous to the procedure could create friction on the balloon and could have caused the pinhole found on the balloon. These factors and interactions could influence the damage found in the balloon. Therefore, the most probable root cause is Adverse Event Related to Procedure.Risk Review:A Risk Review was completed and confirmed that the event of "Balloon Damaged/Defective and Cancelled/Rescheduled - Post Sedation/Sedation Unknown" were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Device History Records Review:A review of the Device History Record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.